Event description:
It was reported that the subject device had a black screen. The issue occurred during the diagnostic colonoscopy procedure and was completed using a similar set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. Based on historical data, possible causes include electrical problems due to open or short circuit, material degradation, and mechanical issues such as leakage/seal, deformation, fatigue, and wear and tear between the camera head components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide a correction to g3 of the previous medwatch report. G3: medwatch (3002808148-2024-38375) was submitted with aware date of 22nov2024. The correct aware date for the medwatch report should be 07nov2024.

Event description:
No additional information received from the customer.